Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced and the patient was prescribed oral antibiotics to treat the infection.

Manufacturer narrative:
Date of event is estimated.